Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. However, a review of the medical records, performed by a clinical representative confirms the reported endoleak. Based upon the investigational findings, the cause of the reported event could not be determined based upon available information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 56 months post-implant of a bifurcated device, and an infrarenal aortic extension, a distal type I endoleak was noted on the left limb of the bifurcated device. Reportedly, the aneurysm grew since the initial implant causing type I endoleak. The patient was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.